Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.1., b.5., d.6b., h.6., h.11. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "intracapsular rupture". Device has been explanted and replaced.